Manufacturer narrative:
Product analysis device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The device returned with the external slider in the home position. A break was visible at the end of the screwgear to rear handle transition. There was no kink visible to the backend hypotube. There was no further damage observed to the device. There was slight deformation to the tray and strong creasing visible to the shelf carton which lined up with the break site on the handle when the device was loaded. The reported deployment difficulties due to a break the end of the screwgear to rear handle transition was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant limb was intended to be implanted as part of the endovascular treatment of a 62mm aaa and a left common iliac aneurysm. It was reported that during the procedure, the bifurcate stent graft and and the  contralateral limb  deployed smoothly. When connecting the ipsilateral limb enlw1628c95ee, the delivery system entered the designated position smoothly. When the deployment process was started , the outer slider had deployed 3-4cm but the stent could not self-expand and deploy. The position of the delivery system was then observed and it was found that the junction between the handpiece behind the stent and thescrew rod was broken. Because the outer sheath and tapered tip of the stent system were protected. The stent was then withdrawn and another endurant limb  enlw1628c120ee was used to complete the procedure.  Per the physician the cause of the broken delivery system is unknown. It was also said prior to the use of the stent graft, after confirming the model of the stent during the surgery, the theatre nurse opened the outer package and handed it directly to the operator, failing to check whether the outer sheath of thestent had broken before the surgery. It was possible that the outer sheath may break due to extrusion of the stent during transportation. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Device evaluation summary: one (1) image of the device was received showing the screwgear to rear handle break. The backend hypotube is visible at the break site. The reported deployment difficulties were conferment through image review. Film evaluation summary: the reported deployment difficulties and fracture of the delivery system could not be confirmed from the films provided; therefore, the cause of the event could not be determined. Procedural angiogram videos showing attempts to advance the delivery system and deploy the stent graft were not available for a thorough assessment of the reported events. It is possible that the patient's calcified iliac arteries may have contributed to the reported events, but this could not be confirmed. H6: fdd code updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.